Event description:
Inbound patient reported she has had at least 4 occasions of no disposable clamp tubing alarms involving both pumps (sn (B)(4)) and cadd 100 ml cassette with flowstop lot # 4069477 (exp 2026/01/07). Pump and alarm education provided. Patient verbalized an understanding that she should call accredo back with any further instances of intermittent, reoccurring alarm or any further questions. No further details provided.